Event description:
The customer reported that the system was displaying dark images on the left side of the monitor and the images were not usable until the system was rebooted. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.